Event description:
It was reported that a decrease in sensing was observed. A lead dislodgement was suspected. However, x-ray shows that the lead is in the same position. The physician decided to reposition the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.